Event description:
A nurse called to report that the customer was hospitalized for high bgs. The nurse did not release more info or troubleshooting the pump. The nurse stated that the customer does not want to go through the procedure for troubleshooting.